Event description:
It was reported that error code 465 - water force sensor self-test error was found during start-up. After restarting the generator, the error went away only to return with an additional error 480 - sensor interface error, during priming. Procedure was not able to be performed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure, the device displayed error 465, which was temporarily resolved upon restarting. During the first priming, error 480 appeared, followed by persistent error 465, preventing the procedure from continuing. No patient complications, and information regarding patient sedation were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The service department was unable to replicate the reported errors 465 and 480. No error codes appeared during incoming functional testing. However, the display did show error 241. Error 241, in addition to the reported errors 465 and 480, were the result of an electrical issue with the load cell. The lad cell was replaced, and the errors were resolved. During inspection it was also found that there were lines and static on the generator screen. The display cables were replaced, and the display screen issues were resolved. The generator then passed full functional and electrical safety testing and was ready for use.